Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 310, 150 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed for the high blood glucose and pump error. The customer performed the self test and the test was failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. No cosmetic damage noted at reservoir compartment.